Manufacturer narrative:
(B)(4). D10: cat# 31-323230 lot# 66490986 3.2mmx30mm rnglc+ acet drl bit. G2: foreign: canada. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the surgeon was trying to drill a screw hole, but with the resistance of the bone, the drill bit would not turn. The surgeon opened a backup tray to use another silicone drill driver. This time, with the same drill bit but a different drill driver it worked well. After the surgery, the silicone drill driver was examined, and it was noticed that the instrument is broken at the junction between the metal and the silicone. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2; h3; h6 visual examination of the returned product and pictures identified the sheath has indentations along with wear visible on the junction location. The drill bit was also returned. The bit was put into the drill and held with the drill spinning with the bit not moving. The complaint is confirmed based on the evaluation of the returned product. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.